Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. The customer calibrated the touchscreen with the assistance of philip's customer specialist. The customer reported that the calibration resolved the issue.

Event description:
The customer reported that the touchscreen was inaccurate. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.